Manufacturer narrative:
The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of general redness, itching, and raised skin. The patient sought medical attention and was prescribed medication. The patient reported following proper skin preparation guidelines.